Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system following a recent full supply change and meal announcement; a manual fingerstick measured 356 mg/dl and the dexcom g7 displayed 379 mg/dl at the time of the call, and the patient did not detect insulin leakage at the device or infusion site. Symptoms included elevated blood glucose. Outcomes included monitoring at home with subsequent return of glucose to target range per follow-up. Investigation included customer counseling and troubleshooting regarding continued monitoring and device use. Investigation of this case revealed no confirmed device malfunction or infusion site issue and no evidence of insulin delivery interruption based on user report and resolution without intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.